Event description:
A consulting physician reported a patient who was last treated by another physician (no longer active in the practice) about 3 to 4 years ago. The details of the patient's treatment were not recorded. No skin testing was recalled by the patient. The patient recently consulted the reporting physician about swelling and "infiltration" in the nasolabial and upper vermilion areas. The consulting physician reported that it appeared like someone who had "overcorrection with collagen" describing "cord-like" linear formations in the nasolabial folds sites. The patient denied having had any kind of implants since her last known collagen treatment. The consulting physician has prescribed prednisone - a 5-day course and a 20-day course (dates not available). The physician was not certain of the diagnosis, but could not rule out hypersensitivity.